Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr). At the ponr, the patient's blood pressure decreased, so an echocardiogram was obtained, which lead to the identification of cardiac tamponade. Subsequently, it was decided to leave the valve "in place" and complete a pericardiocentesis as well as administer protamine. After completion of the pericardiocentesis, the patient's hemodynamics had improved, so it was decided to leave the drain in place after completion of the procedure. As the patient was being transported out of the room, the patient's blood pressure decreased again. The attending physician then decided to complete a thoracotomy.

Event description:
Additional information was received that clarifying the valve "in place" meant that the valve was fully deployed in the patient. Per the physician, the cause of the cardiac tamponade was left ventricular perforation.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.